Event description:
It was reported that since implant, the pt had suffered severe headaches, seizures, blackouts and amnesia. Also, the pt had difficulty sleeping. Prior to implant, the pt had headaches. The healthcare provider was aware and thought it was post traumatic stress syndrome. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).